Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare field representative that the nasal interface on an opt318 optiflow junior nasal cannula detached from the tubing after one day of patient use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint op318 cannula was not returned to (B)(4). Only the tubing was returned. The hospital confirmed that the rest of the subject cannula was not available. The returned tubing was visually inspected. Results: visual inspection revealed that the tube was undamaged and glue was present on the detached ends. A lot check was not performed as the lot number was not provided. Conclusion: the detachment of the tube from the cannula tube joint is most likely to have been caused by an excessive pulling force, however without the rest of the interface to evaluate we could not determine whether the tube had been properly inserted into the cannula. All optiflow junior cannulae are 100% leak and occlusion tested after final assembly and any cannula that fails is discarded. In addition, samples are currently taken hourly from each run and pull tested to check glue joint strength at the cannula/tube joint, as well as the swivel grip joint. If there are any failures the entire batch is put aside for further investigation. The user instructions illustrate in pictorial format the correct set-up and proper use of the optiflow junior nasal cannula. They also state the following: - do not stretch or crush tube. - ensure that all connections are secure during use. Check cannula is undamaged and that the flow path is maintained. - appropriate monitoring must be used at all times.